Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 8oct2018. Customer reported error code 3117 and 3104 (3117 - crossover circuit fault, 3104 ¿ oxygen flow out of range). Technical support explained to the customer pt3 (inspiratory pressure transducer) is not sensing enough pressure from the unit. Customer requested and was provided part numbers and prices for the o2 regulator, crossover solenoid and cable extension kit.. Upon follow up with the customer by philips technical support the customer stated that the air flow sensor was replaced and now the unit has no errors.

Event description:
Customer called requesting support possible oxygen regulator issues. No patient/user harm reported.